Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at "2.01," via an implantable infusion pump for spinal pain. It was reported that the patient's pump went dry and they went through withdrawal in (B)(6) of 2017. It was stated the patient was in the hospital and nursing home for 2 months. It was stated the alarm started beeping in the hospital and the alarm was stopped by a healthcare provider. The patient stated they were brought to the operating room at the hospital. When the patient came home at the end of (B)(6) 2017 the pump started to beep again. It was stated the patient missed a refill. It was stated the healthcare provider could not get a hold of the patient. Itr was stated the pump still had not been filled. The patient stated they thought their dose was "2.01 but could be wrong." It was stated that the healthcare provider (hcp) would like the pump turned off. The hcp was walked through how to turn off the pump. No further complications were anticipated/reported.